Event description:
A physician reported that the tip was broken inside the eye during surgery. The type of surgery was unknown. The procedure was completed by replacing the phacoemulsification tip with another one. There was no patient impact.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
One opened phacoemulsification tip without wrench was received in a plastic container with lid for the report. The returned sample was visually inspected and was found to be non-conforming for being broken at the aspiration bypass (ab) hole. The breakage was very jagged and wall thickness was observed to be even. A review of the device history record traceable to the reported lot number, indicates that the reported product was processed and released according to the reported product¿s acceptance criteria. Photo attached was reviewed by the manufacturing site. Photo shows four phacoemulsification tips that all appear to be broken at the aspiration bypass (ab) hole. He reported issue is confirmed from the photo review. The complaint evaluation confirmed the phacoemulsification tips are broken; however, per the initial report description, it is stated "after two or three uses" and follow-up details, "customer reuses the tip after autoclave", therefore the root cause is user error. Per the directions for use (dfu), there are warnings that instruct the user that tips are intended for one procedure only. Do not reuse or reprocess the device. Since the cause of this complaint is due to user error, specific action with regards to this complaint cannot be taken. All phacoemulsification tips are 100% visually inspected by trained operators using thirty times magnification during the manufacturing process. Any nonconformance is removed from the lot and scrapped. Complaints are reviewed and monitored at regular intervals for any significant adverse trends. No adverse trends have been observed associated with the reported product and event. No additional action is required at this time. The manufacturer internal reference number is: (B)(4).